Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire on monopolar curved scissors (mcs) instrument snapped without any intraoperative collision. The instrument was changed and procedure was completed with no reported injury. There were no delays in procedure.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.